Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood in the inflation lumen, guidewire lumen, and the balloon. The balloon was loosely folded. There was a pinhole in the balloon located 2mm proximal to the distal markerband. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition.